Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was damaged which led to inappropriate defibrillation therapy. Fluoroscopy revealed no damage on the lead. The lead was capped and replaced and the patient was stable.